Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched and reported that the staff discovered that the newly installed iabp had a defective helium tank knob. The fse replaced the helium tank knob. The iabp was then returned to the customer, and cleared for clinical use.

Event description:
The customer reported that the helium tank for the intra-aortic balloon pump (iabp) has a broken knob on it. This event occurred during service/test performed by the customer. No patient was involved and no adverse event has been reported.